Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the drn00v model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Due to complaints of blurry and distorted vision the patient was unable to adapt to the multifocal lens, the iol was explanted in a secondary surgical procedure; replacement iol information is unknown. The iol was in good position and diplopia was noted pre-operatively. There was no incision enlargement, no suture(s), and no vitrectomy. Visual acuity pre-operatively was +2.25 -0.50 112 (20/40+1) and visual acuity post-operatively was +0.25 -1.25 035 (20/30+1). No further information is available.